Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. A clip was deployed, and immediately after, a perforation was observed on the posterior leaflet. A second clip was placed lateral to the perforation, however mr was unchanged. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported unchanged mr appear to be related to the tissue injury (perforation to the posterior leaflet). However, a cause for tissue injury cannot be determined. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was result of case specific circumstance as a second clip was placed lateral to the perforation. There is no indication of a product issue with respect to manufacture, design or labeling.